Event description:
On (B)(6) 2009, the patient started peritoneal dialysis treatment. On an unknown date, the patient had a fever and developed diarrhea. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was diarrhea. On (B)(6) 2010, the patient was hospitalized. On an unreported date, a peritoneal analysis and culture were performed; results were not reported. Unspecified antibiotic therapy was started. Pd therapy was ongoing. The peritonitis was ongoing. It was unknown if the fever or diarrhea resolved. Concomitant medications were not reported. The reporter stated that pd therapy was not considered suspect.

Manufacturer narrative:
(B)(4).baxter has received similar reports for the reported problem.the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.